Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the one patient was not showing on pyxis. The technical support specialists stated that the customer confirmed that the patient was now visible in pyxis. The system functioned as intended after the technical support specialists verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient was not showing on pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.